Event description:
It was reported that during a patient event the customer's device would not power on. The customer was responding to a patient who had overdosed on heroin. Upon arrival to the scene of the event, multiple attempts were made to power the device on without success. Following the reported device failure, the customer performed CPR until the local ems service arrived, approximately 10 minutes later. The ems service provided the patient with medication and the patient was reported to have been delivered alive at the hospital. The customer reported that the expiration date on the battery was 04/07/2016 and they also stated that they did not attempt to remove the battery during the event. Following the event, the customer stated the device was able to power on with no issues. There was no report of any adverse effect caused to the patient as a result of the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have decided to decline any evaluation or service on their device. Physio-control has been unsuccessful in obtaining any additional information from the event, including patient details. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.